Manufacturer narrative:
Additional information was received on 19-dec-2025 which confirmed that there was no electrode damage and it was only the joint between the electrode and the catheter issue. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch catheter. During the procedure, device was recognized by the carto but the visualization of the catheter disappeared on the carto system. The physician removed the device from the patient; the device was damaged. Additional information was received. The joint between the electrode and the catheter was broken. The damage resulted in wires and / or braid being exposed. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the device. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-dec-2025. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed that the tip was detached in the tip-shaft transition area; however, stress marks and adhesive residues were observed concluding in a good manufacturing assembly process. Also, blood residues were observed. The device was connected to the carto 3 system and it was recognized and visualized correctly. No visualization issue or failures were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tip damage issue reported by the customer was confirmed. The potential cause of the detachment condition could be related to the handling of the device during the procedure at the moment of the extraction of the catheter; however, this can not be conclusively determined. The visualization issue could not be confirmed. The carto® 3 system instructions for use (IFU) contain the following information: ensure that catheter visualization initialization has finished. Ensure that the electrodes selected for mapping are out of sheath. Ensure that conditions for catheter visualization are fulfilled and the selected mapping catheter is visualized. Disconnect and reconnect the catheter and ensure proper connection. Replace the catheter or the cable. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the joint between the electrode and the catheter was broken¿ issue. In addition, biosense webster inc. Analysis finding of the ¿damage due to excessive force¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿visualization¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿visualization¿ and ¿the joint between the electrode and the catheter was broken¿ issues. In addition, biosense webster inc. Analysis finding of the ¿tip was detached in the tip-shaft transition area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch catheter and observed the joint between the electrode and the catheter was broken. During the procedure, device was recognized by the carto but the visualization of the catheter disappeared on the carto system. The physician removed the device from the patient, the device was damaged. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 14-nov-2025. The joint between the electrode and the catheter was broken. The procedure was completed successfully. The issue was resolved by replacing the catheter. No patient consequence. Additional information was received on 17-nov-2025. Picture provided for analysis. The damage resulted in wires and / or braid being exposed. The damage did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the device. No foreign material in the catheter. Requested to specify which part of the device was detached and response was electrodes. Attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The ¿device was damaged¿ reported in the event was originally considered non-reportable, however, bwi became aware on 14-nov-2025 that the joint between the electrode and the catheter was broken and reassessed this issue as reportable. The reportable awareness date for this record is 14-nov-2025.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s078. The picture evaluation details. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a separation was observed at the tip transition. No visualization issues were observed on the photos provided by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided and the customer¿s reported ¿visualization¿ and ¿device was damaged¿ issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿visualization¿ and ¿device was damaged¿ issues. In addition, biosense webster inc. Analysis finding of a ¿separation was observed at the tip transition¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).